Event description:
It was reported that during the device changeout for approaching elective replacement indicators (eri), the original device was noted to have blood/fluid in the header, and the atrial lead was noted to have a coffee-colored stain in the insulation. The device was removed as planned, and a new device was attempted. The new device was noted to have fluid in the atrial port, which the physician attempted to clean out without success. The physician suspected a damaged grommet, and the device was not implanted. A second device was opened and implanted without incident. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.